Event description:
Received information regarding cartridge alarm 19 during basal delivery. Customer's blood glucose level was above 600 mg/dl. It was reported that manual injections would be administered.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.